Event description:
The patient reported that subsequent to the implant of a protegen sling and cystocele and rectocele repair, patient experienced pelvic pain if bladder wasn't emptied frequently, odor and incontinence. The patient also reportedly received collagen injection. The device remains in the patient. Therefore, no failure analysis is available.